Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 45-year-old male patient presented to his (B)(6) dental office with concerns related to a previously placed dental implant. The primary implant placement was performed on (B)(6) 2026 at tooth location #18. The patient reportedly presented with the issue on (B)(6) 2026 before the second stage surgery. Upon examination, the doctor discovered that the implant had failed to osseointegrate. As a result, the implant was removed on the same day of the visit and was not replaced. No instruments were used during the implant removal procedure. It was reported that the implant was placed following immediate extraction and was not immediately loaded. The planned prosthesis was a single-tooth restoration, and the opposing arch consisted of natural teeth. The patient was asymptomatic and did not experience any permanent injury. No additional medical or surgical procedures were required. The patient was reported to have type ii bone quality and to maintain good oral hygiene. No abnormalities were observed with the implant or its packaging